Event description:
Boston scientific received information that during the implant procedure, high thresholds and a slight rise in impedances were noted in this pacer dependant patient. The physician elected to send the patient home programmed at maximum outputs. The patient was admitted to the emergency room the following day and reported the device was not working. A device check found loss of capture and so a temporary pacing wire was put in to ensure capture. Testing on the lead found the measurements within normal limits when programmed to unipolar and a connection issue with the proximal set screw was suspected. The patient was monitored over night and when checked the next day by a field representative, the measurements were within normal limits. The device was left in the unipolar configuration and the patient will be monitored. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.